Event description:
The customer reported the observation of falsely depressed n latex flc lambda results with three patient samples on an atellica neph 630 instrument. The erroneous results were not reported to the physician(s). The samples were repeated on the same instrument. The repeat results were higher than the erroneous results and considered to be correct. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed n latex flc lambda results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report falsely depressed n latex flc lambda results with three patient samples on an atellica neph 630 instrument. The customer noted that the reaction curves were abnormal, and the customer found crystals at the syringe. Per the intended use section of the n latex flc lambda instructions for use (IFU): "results of flc measurements should always be interpreted in conjunction with other laboratory and clinical findings." A siemens customer service engineer (cse) was dispatched to the customer site. A syringe was found to be leaking and was replaced. After replacement of the syringe, the customer was operational and did not observe any similar problems. Siemens reviewed and assessed sample, logfile and past history data for n latex flc lambda lot: 473294. The information including the observation of crystals in the syringe is consistent with a potential hardware issue. Siemens investigation concluded that the issue was resolved by performing routine troubleshooting. No general performance issue for the n latex flc lambda method was identified. The customer is operational and the atellica neph 630 system is now performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. The atellica neph 630 system is not marketed in the united states (us). This MDR is filed for the us similar system (bn prospec system). The bn prospec system marketed in the us has catalog number: 10461865, unique device identifier (B)(4) and was initially cleared under PMA/510(k) k001647.